Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. UDI - (B)(4).

Event description:
The customer reported that their device would not power on when the on/off button was pressed. The customer indicated that after they removed the lid from the device, the device was able to be powered on but after reinstallation, the device would not power on and the lid would not open. This was observed during testing and there was no report of any patient use associated.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that there was plastic flash on the bar of the lid where the latch connected, which affected the functionality of the latch to release the lid assembly.